Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
The reported field event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New information states that patient presented to the clinic after receiving an alert for high pacing lead impedance on the right ventricular lead. The high impedance could be reduced with arm movements. The cause of the high impedance could not be determined. The device was explanted and replaced. Patient condition no ae. Patient is in stable condition.